Event description:
Treatment of a right unruptured ophthalmic aneurysm measuring 5.8mm x 5.00mm. During the procedure, it was reported that there was a possible thrombus formation at the distal end of the pipeline and reopro was administered to resolve and finish the procedure.it was reported that the patient was in stable condition and extubated.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).